Manufacturer narrative:
Product event summary: the controller (B)(4) and four batteries (B)(4) were returned for evaluation. The battery, (B)(4), was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller (B)(4) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm involving (B)(4) with 9% relative state of charge. As a result, the reported critical battery alarm was confirmed via log files review. Based on available information, the most likely root cause of the reported event can be attributed a battery depleting below 10%, triggering a critical battery alarm. Other devices involved in this event: d4: (B)(4) ¿ battery h6: method code: 4112 d4: (B)(4) ¿ battery h6: method code: 4112 d4: (B)(4) ¿ battery h6: method code: 4112 d4: (B)(4) ¿ battery h6: method code: 4112 d4: (B)(4) ¿ battery h6: method code: 4112, 4114 h6: result code: 213 h6: conclusion codes: 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the returned controller passed functional testing and visual inspection. All the returned batteries passed functional testing and visual inspection. Investigation is ongoing. D4: (B)(4) ¿ battery h3: yes h6: method code: 10, 23, 38 h6: result code: 213 h6: conclusion code: 71 d4: (B)(4) ¿ battery h3: yes h6: method code: 10, 23, 38 h6: result code: 213 h6: conclusion code: 71 d4: (B)(4) ¿ battery h3: yes h6: method code: 10, 23, 38 h6: result code: 213 h6: conclusion code: 71 d4: (B)(4) ¿ battery h3: yes h6: method code: 10, 23, 38 h6: result code: 213 h6: conclusion code: 71 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery (B)(4) ¿ battery / model#1650de / expiration date 2017-08-31 / (B)(4) yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. MFR date: 2016-08-31. (B)(4). Heartware® ventricular assist system - battery (B)(4) ¿ battery / model#1650de / expiration date 2017-02-28 / (B)(4). MFR date: 2016-02-28. (B)(4). Heartware® ventricular assist system - battery (B)(4) ¿ battery / model#1650de / expiration date 2017-10-31 /(B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. MFR date: 2016-10-31. (B)(4). Heartware® ventricular assist system - battery (B)(4) ¿ battery / model#1650de / expiration date 2016-11-30 / (B)(4). Yes,return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. MFR date: 2017-11-30. (B)(4). Heartware® ventricular assist system - battery (B)(4) ¿ battery / model#1650de / expiration date 2017-05-31 /(B)(4). Yes, return date: 2017-11-13. No, device evaluation anticipated, but not yet begun. MFR date: 2016-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited critical battery alarms. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.